Event description:
The customer reported that they would like an enhancement for a new tone / sound for the asystole alarms / cardiac arrest for the intellivue patient monitors. No harm of patient was reported. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The device worked as intended. It has been established that there was no product malfunction; this issue represents a customer enhancement request. The enhancement request has been forwarded to the r&d departement for further evaluation and consideration for product improvements. The device remains at the customer site. No further investigation or action is warranted. No parts were replaced.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they request a new tone / sound for the asystole alarms / cardiac arrest for the intellivue patient monitors. The device was in use on a patient. There was no report of patient or user harm.